Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken drill bit is undetermined but suspect user misuse. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(4) 2016, that during an im nail implant surgery to repair a fracture that a drill bit broke. Surgeon comments: "had a broken drill bit. Did not notice it immediately so was not sure when it broke. Noticed the drill bit was blocking the plate from lying flushed on the bone. Did not notice it intraop as plate was made not to lie directly over the incision but rather under the skin flap. I am considering to revise the screw and removal of the drill bit. (B)(6) 2016 took out the broken drill bit and then was able to get more buttress of the plate to the bone but not completely. The most distal interlocking screw also fitted better."